Event description:
Reporter used on shoulder and stated that about half of her skin came off when she removed the patch. She was lucky that she works in the hospital and my fellow nurses were there when she removed the patch. Her shoulder was raw. She missed work and was in a great deal of pain.